Manufacturer narrative:
The navio handpiece, intended for use in treatment, had high t1 max torque and gears would not move during testing on (B)(6) 2018. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The gears on handpiece could be moved by hand. The snap lock was broken. A broken snap lock nut would prevent the snap lock from moving along the lead screw, causing the handpiece to fail handpiece characterization. The root cause of this issue was found to be mechanical component failure.

Event description:
It was reported that during an inspection, three handpieces were tested and the max torque was 98 for each test. Also, the gears would not move when performing the testing. No patient involved. Results of the investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.